Manufacturer narrative:
Update: received one 60-7510-005 in original opened package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu system 7550 (c8406), the complaint wasn't confirmed. The device functioned as intended. Codes: type of investigation, investigation findings and investigation conclusion were updated with results of the evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per reporter: "unfortunately I have bad news. Several staff of the department have been asked for details to help respond to your questions and nobody has any information for us. I am unable to get you any further details to the particular incident.". The customer reported that the 60-7510-005, goldvac integrated smoke pencil pushbutton was being used on (B)(6) 2023 and the ¿cautery would not turn off. No buttons pushed and still on burn mode. Burned skin + drape before we noticed sparking.". Further assessment has been requested; however, no new information has been obtained. The reporter responded the surgeon is out of town until august and will respond with answers to assessment questions at that time. This report is being raised on the basis of injury due to unknown degree of burn.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-7510-005, goldvac integrated smoke pencil pushbutton was being used on (B)(6) 2023 and the ¿cautery would not turn off. No buttons pushed and still on burn mode. Burned skin + drape before we noticed sparking.". Further assessment has been requested; however, no new information has been obtained. The reporter responded the surgeon is out of town until august and will respond with answers to assessment questions at that time. This report is being raised on the basis of injury due to unknown degree of burn.

Event description:
The customer reported that the 60-7510-005, goldvac integrated smoke pencil pushbutton was being used on (B)(6) 2023 and the ¿cautery would not turn off. No buttons pushed and still on burn mode. Burned skin + drape before we noticed sparking.". Further assessment has been requested; however, no new information has been obtained. The reporter responded the surgeon is out of town until august and will respond with answers to assessment questions at that time. This report is being raised on the basis of injury due to unknown degree of burn.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.